Manufacturer narrative:
For information - retrospective review after expertise report: this event occured in (B)(6). The patient retain potentially a piece of fractured screw / potential mechanical risk. Direct analysis on returned device: the screw fractured into at least three pieces, two of which were returned to sbm. These are the cylindrical portion of the screw which includes the head and a fragment of the cylindrical portion. External diameter of the screw measured on piece with head: 8.0 mm / ø of root 5.7 mm length of the piece with head: minimum of 9.2 mm / maximum of 14.5 mm. Length of the fragment of the cylindrical portion: minimum of 7.2 mm / maximum of 10.0 mm. The screw broke at the junction of the screwdriver recess with the guiding portion of the guide pin and spread to the cylindrical portion of the screw. The threads of the two screw fragments are free from damage. The head of the screw has no cracks or incipient fractures. The recess begins at 0.2 mm below the screw head => positioning of the spindle during the preparation of the injection mold conforms with procedure mop 2010.55. Control insertion with ø8 screwdriver into the recess of the screw is ok: test carried out with ligafix screwdriver ø8 (lot 120217). The tcp granules are clearly visible. Conclusion: the injection conditions were compliant with our specifications. The shape and position of the screw breakage are indicative of a torsional breakage. In the absence of several elements surrounding the circumstances of the screw breakage, the hypothesis that can explain this breakage is as follows: while the screw was being driven, the screw took a divergent trajectory from that of the tunnel, causing significant flexural and torsional stresses within the root of the screw, especially when the screw was traversing the cortical wall, and when the cone of the screw head was inserted in the tunnel. These constraints led to a deformation of the screw recess, which is almost zero at the bottom of the recess and maximum at the head of the screw. The deformation of the screwdriver was then greater than the elastic limit of duosorb (the constituent material), which caused the screw to break. The surgeon indicates that there is no clinical consequence for the patient. The same event would be likely to cause or contribute to serious injury because the medical device is fractured in the patient and he retain potentially a piece of screw. Very low biological risk: excess resorbable material. But the piece of screw can be an obstacle for the new screw, which can generate a new breakage. The injection conditions comply with our specifications. No corrective action. Our export area sales manager keep in touch with distributor to identify possible improvement points on the surgeon's technique. This file is closed.

Event description:
Fnc 1911/01914 - retrospective review after expertise report. Event occured on (B)(6) 2019 in (B)(6): transmitted on 07 november 2019 by distributor - incident report received on 08 november 2019: "the screw was broken during surgery".